Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was 320 mg/dl, which was addressed with a correction bolus via the insulin pump. The customer was able to load a new cartridge successfully.